Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a biventricular assist device (bivad) patient passed away on (B)(6) 2022. The cause of death was not provided by the customer. Additional information revealed that due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patients record and a request for patient outcome, there were no device issues at the time of the patient outcome.